Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer was assisted in resetting the pump by technical support, the issue did not recur, and the pump was deemed fit for continued use. The customer was advised to contact support if the issue recurred, and they acknowledged this advice.